Event description:
Boston scientific received information that there was concern this patient's implantable cardioverter defibrillator (ICD) battery depleted earlier than expected. It was reported that in the (B)(6) 2012 the monitoring voltage was 2.87 volts with a charge time of 12 seconds. The patient returned for normal follow-up six months later and the device had declared end of life (eol) the month prior. The monitoring voltage was 2.66 volts and the charge time was 33 seconds. The patient could not hear the device tones. Boston scientific technical services (ts) discussed with the health care professional (hcp) the midlife display of replacement indicators. No adverse patient effects were reported. At this time, the device remains in service as no information has been received that surgical intervention has occurred.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provide

Event description:
The field representative spoke to the patient's health care professional (hcp), and the patient has declined to have the device replaced. No adverse patient effects were reported.

Manufacturer narrative:
--